Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited spikes in pacing impedance measurements on the right atrial (ra) lead that were greater than 2000 ohms then returning to normal range. Technical services (ts) provided troubleshooting options. It was noted that the ra lead involved is a non-boston scientific product. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited spikes in pacing impedance measurements on the right atrial (ra) lead that were greater than 2000 ohms then returning to normal range. Technical services (ts) provided troubleshooting options. It was noted that the ra lead involved is a non-boston scientific product. No adverse patient effects were reported. Currently, this device remains in service.